Manufacturer narrative:
Date sent to the FDA: 09/06/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an implantable suture clip was used. Prior to use on the patient, there was an issue with the protective packaging. The issue reported was when the supply is taken from the original box, placed aseptically on a clean flat surface within the or, then returned to the packaging box if not required. After even one time with this traffic pattern, the package begins to become flattened and compress, creating folds in the foil. Then pin holes are created, making the package unsterile and unusable. The device was not used on the patient. It is unknown how the case was completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Actual product returned and evaluated. Excessive manipulation and multiples holes in cavity could be observed. The holes were examined and it was noted that the holes are made from the outside to inside.